Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during an ureteroscopy procedure on (B)(6) 2012. The patient was in their (B)(6). According to the complainant, during the procedure, after the fourth or fifth pass with the device, the basket became separated midway down the sheath. The basket fell out of the sheath and into the patient and was successfully retrieved with another device. There was a laser being used during the procedure, but it did not come in contact with the device. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during an ureteroscopy procedure on (B)(6) 2012. The patient was in their 50's. According to the complainant, during the procedure, after the fourth or fifth pass with the device, the basket became separated midway down the sheath. The basket fell out of the sheath and into the patient and was successfully retrieved with another device. There was a laser being used during the procedure, but it did not come in contact with the device. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
Analysis of the zero tip retrieval basket revealed the sheath sub-assembly and luer cap were removed from the handle and were not returned. The exposed handle cannula was kinked and the basket was detached from the wire sub-assembly at the splice cannula. Further examination noted the detached wire sub-assembly was bent. The basket was broken approximately 9mm from the distal knot with the basket wire demonstrating signs it had been contacted by a laser. A basket wire was kinked and the wire sub-assembly was detached approximately 12.2cm from the proximal side of the basket. There was a torque mark present on the handle cap to indicate the application of the torqueing process and the handle cannula was visible through the handle. The splice cannula and detached wire were evaluated under magnification. There was glue residue visible on the proximal end of the detached wire near the heat shrink and in the splice cannula. All of the crimps were present on the splice cannula to indicate it was crimped properly during manufacturing. There were impressions of the wire in the adhesive residue visible through the notch on the cannula. A functional evaluation was not performed due to the condition of the device when received. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.